Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found tamper seals are intact, and the device was observed to have a crack in the rear case. A service history review was performed and found to not be related to the last repair on 21-may-2018. The device?s event history log was reviewed for evidence of the reported event, and a ?no disposable? Alarm was found. To conduct functional testing, a visual inspection, accuracy tests, pressure switch test, and function check were performed. Upon testing, it was revealed the reported problem was confirmed and duplicated as ?service due? Alarm was displayed on power up. To address the issues, the rear housing, clock battery, and the downstream sensor were replaced, and the expulsor was trimmed. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device.

Event description:
It was reported that the device was sent in to ?look over and repair". No adverse patient effects were reported by the customer.